Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during dwell 4 of 4. Per the initial report, the home patient (hp) had a system error 2240 alarm (air in the cassette). The hp stated there were no leaks, the spare clamp was closed, the lines were not wet and he did not disconnect. The technical service representative explained to discard all the supplies. The hp would finish the night's therapy manually. Global product surveillance contacted the peritoneal dialysis nurse (rn) on (B)(6), 2011. The rn stated she talked the hp and the hp was doing fine. The hp has been able to complete therapy with no further problems. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 (air in the set) alarm. Complaint is not confirmed and the assignable cause is undetermined because sample is unavailable the lot number was not provided; therefore a batch review cannot be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.